Event description:
The reporter stated, the trailing haptics of a bausch & lomb lens broke off when injected in patient's eye. The incision was enlarged to remove the lens and another same type lens was implanted. This lens also tore - see MFR report # 2023826-2008-00865. A third lens was implanted. The cause of the iol damage was due to the msi-pr injector.

Manufacturer narrative:
.